Manufacturer narrative:
Microscopic examination of the device revealed a high amount of porosity in the silicone tubing, thereby making it defective and subject to breakage. Failure of silicone catheter tubing. The catheter being occluded caused the removal of it, it is possible that the device was removed incorrectly and caused this event.